Event description:
The incident concerned sweating and fluid build up, which occurred after the implant of a vascular prosthesis. No death or serious injury occurred. The complaint is being reported due to the intervention required to prevent a recurrence of the complication which was observed. In 2004: the pt underwent an emergency procedure to create an arteriovenous fistula using a vascutek aptfe vascular prosthesis. The next day: the groin area began to swell. 10/2004: the pt presented with swelling measuring 10cm long and 5cm wide and was readmitted for surgery. The swelling was lanced and 150ml of fluid was removed. The next day, the swelling formed again and the procedure was repeated a further three times. About five weeks later, the swelling was now 20cm in length. A decision was taken to perform a surgical exploration. An opening was made in the groin wound and the surgeon described a 10cm section of the implanted prosthesis as 'sweating'. This segment was replaced with a new segment of 6mm diameter gore-tex graft. After this procedure, the pt did not experience any further swelling.